Manufacturer narrative:
Additional information: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. According to the investigation the pump was inspected, and during power up, the pump displayed error code 104 alarm. The investigation reported that this error code 104 referenced to motor and can be related to downstream occlusion issue. Further investigation of the pump determined that the downstream occlusion sensor was shattered and the root cause of the issue. Therefore, the downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump displayed "system failure, call for service." It was reported that subsequently the pump was replaced. No adverse patient effects were reported.